Event description:
It was reported that the device was explanted after implant duration of zero days, due to a partial blocked coronary. A model 3000tfx-21mm was implanted successfully. Patient took 500mg calcium supplement and smoked 1 pack per day. Patient also had another valve explanted, (B) (4).

Manufacturer narrative:
(B) (4). Partial blocked coronary. (B) (4). No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.